Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 420mg/dl due to the tubing getting caught in the belt clip. The customer treated with insulin. Customer declined high blood glucose troubleshooting and only wanted a new belt clip.